Event description:
It was reported that the insulin pump squirts out insulin during the prime process. The blood glucose reading is 181 mg/dl. Insulin continues to drip after the motor stops during the manual prime process. The insulin pump alarms during the prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A broken belt clip slot and scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.